Event description:
Rn description of incident: during cardioversion, the defibrillator on the crash cart would not charge completely and wouldn't release shock. It started to charge but wouldn't complete the charge. A second defibrillator was brought in and the same thing happened, although it did charge and shock once. A third defibrillator was brought in and it worked fine. Both monitors were in sync mode at the time. Cpd picked up crash cart defibrillator. Biomed picked up the lifepak 12 defibrillator. Mds in room at time. Clinical engineering evaluation: biomed investigated the 2 machines and found nothing wrong with the machines themselves. This was determined to be a use error. Biomed stated that the verbal report was that a medtronic lifepak 12 was tried first, then a lifepak 20. The user followed the incorrect sequence of events to program the defibrillators. The correct sequence is to: 1. Press "energy select" to choose energy level 2. Press "charge" 3. Press "shock". Instead, the user pressed "charge", then "energy select." At this point the defibrillator will reset itself to zero (with no on-screen notification that it has done so), and will not shock. Education is recommended to new users of the defibrillators. Another option is to make stickers with directions on how to program the defibrillators, and place them on the machines. Also I recommend that the manufacturer, medtronic, generate some kind of warning on the screen when it resets, for future models of the device.